Event description:
It was reported that after the patient received radiation treatment for an unrelated health issue, the atrial lead exhibited intermittent capture and high pacing threshold. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.